Manufacturer narrative:
Clinical investigation: while there is a temporal relationship between peritoneal dialysis therapy with the liberty select cycler and the patient¿s umbilical hernia, there is no documentation that supports a causal relationship. Additionally, at the time of this clinical investigation, there have been no reported liberty select cycler deficiency or malfunction associated with the patient¿s hernia event. Based on the available information, the cause of the patient¿s hernia cannot be determined. Hernia is a well-known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a separate event, it was reported a patient on continuous cycling peritoneal dialysis (ccpd) had an umbilical hernia which was repaired (unknown date) on an outpatient basis. It is unknown if the patient¿s umbilical hernia was pre-existing prior to start of peritoneal dialysis therapy. At the time of this clinical investigation, there have been no reported liberty select cycler product deficiencies or malfunction associated with the patient¿s umbilical hernia. Per the nurse, the hernia event has resolved. The patient continues peritoneal dialysis therapy. No further information is available.